Manufacturer narrative:
Complained product will not be not available.

Event description:
Charger caught on fire, last 3 inches towards the base turned black - oral-b [device catching fire]. Case narrative: a parent reported via phone stating that the oral-b toothbrush charger caught on fire and the last 3 inches towards the base turned black. No injury was reported. 17-feb-2025 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3765. The suspect product lot was bc207211726. No injury was reported.